Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited backup vvi operation after being exposed to electrocautery. After a device software download, normal function resumed. The device was implanted and the patient was in stable condition post procedure.